Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm at ascending aorta and aortic arch with conformable gore® tag® thoracic endoprostheses. The first conformable gore® tag® thoracic endoprosthesis was deployed at the descending aorta with no reported issues. Then guidewires were inserted from the brachiocephalic, left common carotid, and left subclavian arteries respectively and advanced into the aorta. The tips of the guidewires in the aorta were made in the shape of the loop, and then another guidewire was inserted from the right femoral artery into the loops. The delivery catheter of the second conformable gore® tag® thoracic endoprosthesis (tgu454520j) was inserted over the guidewire from the right femoral artery, and advanced into the loops. The tgu454520j was deployed at the intended position at the aortic arch within the loops for the proximal extension. It was reported that as the loops were not big enough, they prevented the tgu454520j from normal opening, with the tips of the tgu454520j being opened first, not from the middle. This resulted in the proximal edge of the tgu454520j positioned more distally than intended at the inner curve. Intraoperative angiography revealed suspected stanford type a aortic dissection at the inner curve of the aortic arch. The cause of the dissection was reported to be unknown; however the physician stated that the force generated by opening of the tgu454520j from its tip might have caused the vessel wall to damage. Additional conformable gore® tag® thoracic endoprosthesis was implanted the most proximal to repair the dissection. The procedure continued by creating three holes on the devices and deploying stent grafts from the brachiocephalic, left common carotid, and left subclavian arteries through the holes into the devices to secure blood flow to the arteries. Final angiography showed exclusion of the aneurysm and dissections, and good perfusion to the three arch vessels. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis and dissection of the aortic vessel.